Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead indicated that their communicator displayed a fault code. There was a discrepancy with the error code as there were too many digits; however, eliminating the last digit would indicate a low shock impedance measurement. Technical services (ts) indicated that the latest latitude send showed the shock impedance measurement has been stable in the 50 ohms range and the last shock delivered was on the date of implant with impedance measurements of 34 ohms. It was noted that all other lead measurements were normal and stable. No adverse patient effects were reported. Additional information from the field representative indicated that the clinic that follows this patient checked latitude and no issues were reported; therefore, the physician did not bring the patient in for further evaluation. Subsequently, a red alert was issued for low shock impedance measurements. Ts recommended brining the patient in for further evaluation.